Manufacturer narrative:
D2: mta. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo_12.6; -7.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was replaced with a shorter length lens due to excessive vault. This resolved the problem. Cause of the event was reported as unknown.

Manufacturer narrative:
H6: 1494: off-label: acd<3.00mm at the time of implantation. Claim#: (B)(4).